Event description:
The pt reportedly bumped pt's head (exact date unk). Approximately one week following this incident, the pt reportedly could not hear sound. External equipment was replaced, however this did not resolve the reported problem. Further testing done at the implant center confirmed that the device was no longer functioning.